Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital and "they must have done something to my pump" because "it's not delivering my medicine". It was stated that the next refill date on pump report kept going further and further out despite the patient using all their boluses. The caller stated that after initiating a bolus the screen indicates it started but they also get "an error" so the patient knew they weren't actually getting a bolus. It was noted that the communicator was "separating down the middle", the caller was unable to confirm the wording of the error or recreate it during the call. It was noted that the patient uses their boluses to be able to eat and that they were experiencing a lot of pain.

Manufacturer narrative:
Concomitant products: product ID: tm90t0, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction was made to this field. Continuation of d10: product ID tm90t0 ,serial# unknown, product type accessory. Product ID a810 , product type software . Product ID a820 , product type software . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.